Manufacturer narrative:
Code 22 - according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® iliac branch endoprosthesis may include but are not limited to: stent fracture. The gore® excluder® internal iliac component hgb161207/20059158 was returned to gore and an engineering evaluation was performed. The device evaluation showed that the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive bond. The inside of the trailing olive had imprints from the polyimide guidewire lumen. The leading olive was still attached to the polyimide guidewire that had separated from the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the catheter breakage could not be determined with the available information.

Manufacturer narrative:
The IFU in place at the time of the procedure included the following relevant warnings: the "warnings and precautions" section in the gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states the following: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Updated conclusion code to 4315. Update h7.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an aneurysm of the right common iliac artery and gore® excluder® iliac branch endoprostheses were implanted in an isolated manner without using gore® excluder® aaa endoprostheses. A gore® excluder® internal iliac component hgb161207 was placed as intended into the internal iliac artery and successfully deployed. During the subsequent retraction of the device catheter, the leading olive became stuck inside the hgb component and then separated from the catheter. When both the catheter and the wire were removed from the patient it became apparent that the olive had also slipped off the guidewire and remained inside the patient. The physician used a snare system to retrieve the olive from the patient. The procedure concluded as planned.